Event description:
The customer contacted stryker to report that their device's electrodes would not recognize the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The customer received a replacement device and the original device was sent to the depot for evaluation. Stryker evaluated the customer's device and verified the reported issue. The white backing of the electrode tray was still attached to the removed electrode pads, indicating that the user attempted to remove the electrode pads by pulling on the white plastic backing. If the red loops on the electrode pads are pulled to remove the plastic backing as instructed in the lpcr2 operating instructions, the plastic backing remains adhered to the plastic tray. The root cause of the issue reported issue was user error. The device was archived by stryker stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.